Event description:
The advocate called on behalf of a customer. He stated that he tested the customer's blood glucose and received results of 27.3, 18.7, and 13.0 mmol (491, 337, and 234 mg/dl). The tests were taken one after the other. The advocate stated that the customer had suffered 2 strokes since the meter was last replaced. He alleged the strokes could have been prevented if the meter was working correctly. The customer refused to troubleshoot the meter and ended the call. Attempts will be made to contact the customer and troubleshoot the contour system. No product will be returned at this time.